Manufacturer narrative:
There was no patient involvement. Livanova (B)(6) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device, and could not reproduce any issue. The pumps serial read-out analysis revealed multiple watchdog reset occurrences on the pumps used at the same time. Based on the above facts, it was possible to exclude a hardware failure of the console, therefore, the most likely root cause of the reported event was traced back to external interferences from high frequency devices. As per the IFU it is strongly recommended to check the operating theatre, and the ambient of the operating theatre for emissions of high frequency emitting devices, and to always have connected the potential equalization cable to earth.

Event description:
Livanova deutschland received a report that a s5 system displayed a short term internal malfunction error message during procedure. The centrifugal pump was used and the flow went to zero. The error occurred two times, and the user decided to replace the s5 system with the back-up one. There was no report of patient injury.